Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during unpacking of the 2.25 x 23 mm xience alpine stent delivery system (sds), the stent was noted to be dislodged from the balloon and was located in the protective sheath. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. It should be noted that xience alpine, everolimus eluting coronary stent system (eecss), instructions for use (IFU) specifies to remove the product mandrel and protective stent sheath prior to performing the guide wire lumen flush and delivery system preparation. In this case, it is possible that inadvertent mishandling during protective sheath/stylet removal resulted in the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).